Event description:
It was reported that there was a malfunction resulting in agent delivered less than 20% from setting during use on veterinary patient. There was no injury reported.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: veterinary clinic patient legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Manufacturer narrative:
The customer declined service. No repair information available.